Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be double beeping with an administration cassette attached during the investigation. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information was received that this issue was discovering during testing. There was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited double beeping. No adverse effects were reported.